Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): "blood transfusion set ripped from y-site proximal to injection port during blood transfusion. About 20% of blood product wasted." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging and one photocopy of the label were provided for investigation. Upon evaluation of the photo, the caresite and backcheck valve points of breakage were shown. However, it was determined that the photo does not provide sufficient evidence to determine the root cause of the reported defect. The sample was evaluated with no visible damage observed. The set was leak tested with no leakage noted. The reported concern of leakage was unable to be confirmed. The sample evaluation revealed that one of the lines was missing a roller clamp. The reported concern of damaged pump set was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Incidents of missing components are due to operator oversight during the manual assembly process. Specifically, the operator failed to attach the roller clamp to the tubing under the non-vented spike while assembling the final product. Despite our training procedures ensuring that employees are properly trained in their areas of responsibility, such an oversight can still occur. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.